Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on his one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: approximately 3-4 days prior to contacting lfs at an unspecified time the patient tested his blood glucose and obtained a 208 mg/dl and a 237 mg/dl. Readings were taken less than 20 minutes from one another. At the same time the patient exhibited symptoms; however, it is unclear what symptoms the patient had been experiencing, it was noted that the patient was "taking pills to reduce inaccurately stated high reading". The patient went to visit their physician at the same time the reported issue began and was treated with glucose tablets/ glucose gel. The patient was not tested on another device. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, symptoms, how long symptoms lasted and to confirm whether or not their blood glucose reading was tested at the physician's office. The complaint is being reported since the patient alleged that he exhibited symptoms at the same time the meter had been reading erratic and had to be treated with glucose tablets/ glucose gel by his hcp.